Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient started treatment with injection of reflin 1 gram for 14 days ( route and frequency not reported) and injection of fortum 1 gram for 14 days (route and frequency not reported).the cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. It was reported the patient was hospitalized two days after onset for the event and discharged two days after admission. At the time of this report the outcome of this peritonitis event was reported as under treatment. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).